Manufacturer narrative:
Fixture removal surgery due to deep infection and fixture loosening. The procedure took place on (B)(6) 2025.

Event description:
Fixture removal surgery due to deep infection and fixture loosening. The procedure took place on (B)(6) 2025.